Manufacturer narrative:
Evaluation summary: no product was returned as it is still implanted in the patient. According to the product experience report, the surgeon was unable to seat the articular surface not being locked appropriately to the tibial baseplate. Based on the available information, this most likely is the cause of the current incident. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that during surgery on (B)(6) 2009 the surgeon was unable to get the insert locked into the baseplate. There was a 1mm gap. Due to there being no backup of this product in the hospital, the surgeon left the device implanted.